Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted after an unknown implant duration due to valve degeneration. The surgeon considered the device as "a prematurely worn out valve". The explanted device was noted as to be available for return.

Manufacturer narrative:
H3: product evaluation: customer reports of calcific degeneration and stenosis were confirmed. As received, all three leaflets and sewing ring were cut off from the returned valve. Sewing ring and all three leaflet fragments were returned back with valve and appeared to match up with valve. X-ray demonstrated wireform intact. X-ray also demonstrated two of the three leaflets had heavy calcification and one of the leaflets had moderate calcification. Calcification as exhibited would restrict leaflet mobility and lead to stenosis. Host tissue overgrowth on the stent circumference was moderate on the inflow aspect and minimal on the outflow aspect. Cut off sewing ring exposed the metal band around the valve on the inflow aspect. Wireform was exposed on commissures 1 and 3. Three sutures remained attached to the sewing ring fragment.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted after an unknown implant duration due to valve degeneration. The surgeon considered the device as "a prematurely worn out valve". The explanted device was noted as to be available for return.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm aortic valve was explanted after four (4) years and two (2) months due to valve calcific degeneration leading to stenosis (gradients of 95 / 43.mmhg). As reported, this was a premature failure per medical opinion. Increasing gradients across the valve were observed after 2 years of implant duration. The patient was experiencing worsening congestive heart failure (class 2) resulting in decreased exercise capacity and quality of life. A 23mm non-edwards mechanical valve was implanted in replacement. The patient required reoperation. He had significant intra-operative/postoperative cardiac failure and renal failure requiring crrt for the first week and now hemodialysis. The patient spent over a week in ICU and was noted a to be still hospitalized for at least another 2 - 4 weeks before discharge.

Manufacturer narrative:
D1./d4./g4. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.